Event description:
A report indicated that a pt experienced a myocardial infarction related to side branch occlusion while having coronary stents implanted.

Manufacturer narrative:
The patient's history is significant for hypertension, hyperlipidemia and prior history of smoking. The indication for the procedure was stable angina pectoris. The intended target was the proximal to mid left anterior descending artery (lad). Vessel/lesion characteristics as well as procedural details are not available. A 3.0mm x 13m and a 2.50mm x 33mm cypher select plus stent were implanted in the proximal and mid lad. The pt experienced a procedural non q-wave, anterior myocardial infarction related to the incidental occlusion of the second diagonal artery branch. The details regarding the side branch occlusion are unavailable. The product remains implanted in the pt thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction following the occlusion of a side branch is a known potential adverse event related to having a coronary stent implanted. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event. This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2008-01682 and 9616099-2008-01683. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.